Event description:
It was reported that the tip of wand became detached from two welds, which left the tip only attached by one weld within the hip joint. Upon trying to remove wand, the whole tip became detached and fell into acetabulum. The surgeon managed to eventually retrieve tip by creating an additional posterior portal. No additional patient complications were reported as a result of this event.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors that could have led to tip detachment includes: using the device against a bony, sharp, or otherwise hard surface, improper insertion or removal from an apparatus as reported in the complaint, or excessive force applied to the tip can all lead to unintended detachment and are outlined in the precautionary statements in the instruction for use (¿IFU¿). There are no indications to suggest the wand did not meet product specifications upon release into distribution.